Event description:
It was reported that the patient underwent generator explant on (B)(6) 2013 due to an infection.

Event description:
On (B)(6) 2015 the explanted lead and generator were received for product analysis. Product analysis is still underway and has not yet been completed.

Event description:
Additional information was received on (B)(6) 2012. The surgeon was able to check the device the week prior and the infection had resolved. The patient had been prescribed antibiotics which resolved the issue. The infection was believed to be related to the care of the wound and improper cleaning. The results of the culture showed that the infection was staphylococcus aureus. The device manufacturing record for the implanted lead was reviewed and sterilization of the product, prior to distribution, was confirmed.

Event description:
It was reported that the patient had developed an infection at the generator scar following a recent implant surgery. The infection was first noted the week of september 3rd. There have been no interventions taken or planned at this point and there was no suspected manipulation or trauma. Cultures were taken, however, the results have not been made available to date. The device manufacturing record for the implanted generator was reviewed and sterilization of the product, prior to distribution, was confirmed.

Event description:
Analysis of the explanted generator indicates that there were no performance or any other type of adverse conditions found with the pulse generator. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Additional information was received on (B)(4) 2013 when it was reported that the patient had experiencing some inflammation at the scar of the generator's pocket, which was treated as a granuloma with antibiotics. The previous friday, the physician stated that the best option was to remove the skin because it was superficial. On (B)(6) 2013 the patient underwent the surgery and the surgeon reported that it seems that the patient's body had rejected the generator. The surgeon cleaned the area and put the generator in again. The surgeon said to wait and observe the reaction to the surgery but if it gets swollen and red again, that the generator should be removed.

Manufacturer narrative:
Date of birth - corrected data: the patient's birth date was incorrectly reported on the initial report.